Manufacturer narrative:
E1 - initial reporter country: corrected. H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a decalibrated downstream occlusion (dso) sensor due air bubble on dso seal.

Manufacturer narrative:
B3 the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during administration, the pump generated alarms indicating administration errors, including alterations in flow and pressure. This is a high-priority alarm that prevents device operation and interrupts therapy delivery. There was a patient involvement, but no harm or adverse event was reported.